Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Evaluation: we received 03 complaint sample zipper trays along with suture 02 needles for investigation. Complaint sample foil pack was not returned along with complaint sample. Suture received in partially to complete disintegrated condition. As the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. Returned needle were visually inspected under magnification and found satisfactory. Five retain samples of incident code and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects. No defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects. No defects were observed. The needles were inspected for any attribute defects. No defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance-pull off suture needle, needle pull off test is applicable & measurable parameter. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. The average needle pull value of the retain sample was found to meet the average in-house requirement. All the individual as well as average needle pull-off values were found to meet the in-house specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Event description:
It was reported a patient underwent and unknown procedure on (B)(6) 2019 and suture was used. Suture is detached from the needle. No patient consequences.